Event description:
It was reported that following a successful ptca/stent procedure, the pt returned to the cath lab experiencing chest pain, and "st" elevation. It was noted on angiography that the vessel had become occluded. Following dilatation with a balloon catheter, a large dissection was noted, and the pt was sent to emergency bypass surgery. Reportedly, the pt is doing fine after surgery.